Event description:
Chemo drug being infused (drug unknown at this time), crack in the set (location unknown). Blood backed up-transporter got chemo on them. Transporter was seen in occupational health - no injury reported. Additional information received from the facility via patient safety report in 2005 indicates that patient admitted in about 9 days ago. The event date is 2 days later. Description of occurrence: called to patient's room by transporter. Stated pt's IV was leaking and blood coming back. Patient sitting in wheelchair by door, 5fluoruracil chemotherapy infusing via r dpac. Blood backing up from port through tubing to a point about halfway and then dripping onto the floor through crack/hole in the tubing. Infusion was stopped, tubing kinked and taped close. Pac was flushed with new ns IV flush and tubing for 5fu hung. 5fu was reconnected and restarted at 45cc/hr. Transporter stated they had been helping pt. Into wheelchair when they felt something wet on their fingers, thought it was water and then noticed blood backing up and came to get rn. Transporter washed their hands in running water for 10 min., no redness, discomfort noticed. The transporter denied any blood exposure. Less than 10cc volume of chemo/blood noted on floor.